Event description:
Prollenium is incentivizing reps to sell its product versa for off-label indication. Some reps, including the gm are getting monetary incentive - commission and or bonus for selling off label to phalofil. Phallofil exclusively performs penile enhancement and prollenium sells heavily to them. The problem is that reps and gm are making a significant amount of commission knowing that this is off label. Employees who reported this to management were fired. Ask to say the commission reports and back up data for (B)(4).